Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Further information provided that there was no issue of unstable rotational speed. This was reported incorrectly. The only issue was physical damage to the gauge of the related regulator.

Manufacturer narrative:
Describe event or problem: corrected. (B)(4).

Event description:
It was reported that during a system check, the rotational speed of the rotablator console was unstable. No patient was involved.